Event description:
Bilateral augmentation 1986. Now having increased pain and discomfort move on right than let. In 2005, patient underwent bilateral capsulectomy and implant removal. Right implant intact in capsule. Left implant was ruptured within the capsule: patient augmented with 400 cc silicone implants.